Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that before implanting the lv lead, lead insulation breach was observed. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
A puncture was noted to the outer insulation at 82.4 cm from the connector pin consistent with lead body insulation perforated by the guidewire. The damage found was sustained during the surgical procedure. The lead that was returned was otherwise normal.